Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent alarms have occurred during the loading process. The customer's blood glucose level was not impacted. No cartridge alarms were found in the pump's history.